Manufacturer narrative:
Please see related regulatory report 9617601-2024-00232. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2024, the patient suffered from traumatic cerebral hemorrhage and severe intracranial infection. Long-term external drainage operation was pe rformed. After the operation, during normal use, it was found that the 3-way valve was very loose and leaked. A new device was placed, and after careful confirmation, infection was avoided. On (B)(6), the newly placed device was found to be leaking at the 3- way valve again, so it was replaced again. There was a procedure delay of 30 minutes. The patient's status was alive with injury as they suffered from traumatic cerebral hemorrhage and severe intracranial infection.